Manufacturer narrative:
This pt reported some form of taste disturbance that persisted after the fist fitting after activation. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.

Event description:
This pt reported some form of taste disturbance. No additional details were provided.